Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Diagnostic and treatment information was not provided. It was not reported if the patient was hospitalized for the event. The patient¿s outcome from the peritonitis was unknown. On an unreported date, the patient was transferred to hemodialysis (hd). No additional information is available.

Manufacturer narrative:
(B)(4). The exact date of the onset of peritonitis was not reported. Should additional relevant information become available, a supplemental report will be submitted.